Event description:
The customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests. Also found several no delivery alarms in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.